Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetes ketoacidosis(dka) and customer was hospitalized for the treatment. It was reported that customer noticed crack in reservoir compartment. The event involved product(s) mmt-1884, mmt-7841zn. Troubleshooting was partially performed for cosmetic damage and customer reported that the pump had been bumped. Troubleshooting was not performed for hyperglycemia. It was unknown whether customer was using the insulin pump system within 48 hours of the reported event. It was unknown whether customer was using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7841zn. The customer will discontinue the use of the device mmt-1884 and revert to the backup plan as per health care professional instructions. Mmt-1884 will be returned for analysis.

Manufacturer narrative:
No crack at the reservoir compartment of the pump noted during visual inspection. However, the pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08710 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On 04/18/2025 14:02:04.000 usertimedatechange (3) was noted. Systemtime = 04/18/2025 14:02:04.000. Newsystemtime: 05/01/2024 14:01:04.000. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 02/11/2025 to 04/18/2025 and 05/01/2024 to 05/07/2024. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the primary svn#: (B)(6) ss event date of 01-may-2025. On the related svn#: (B)(6) and customer's event date of 11-apr-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. However, no delivery alarm/insulin flow blocked alarm was noted. On the related svn#: (B)(6) and customer's event date of 16-apr-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the related svn#: (B)(6) and customer's event date of 11-apr-2025 and related svn#: (B)(6) and customer's event date of 16-apr-2025 listed on smartsolve due to insufficient data in the trace/history files. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the primary svn#: (B)(6) ss event date of 01-may-2025 in the formatted history file. In further review of the formatted history file 1 week prior to the related svn#: (B)(6) and customer's event date of 11-apr-2025 and related svn#: (B)(6) and customer's event date of 16-apr-2025, these pump error(s)/alarm(s) were noted: sensorexpiredalert (794) was found on: 04/09/2025 12:09:42.000 sgcalibrationerror (776) was found on: 04/16/2025 16:11:36.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor expired alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. Multiple no delivery alarm/insulin flow blocked alarm were found on 11-apr-2025 and 13-apr-2025 during bolus deliveries. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Low battery alert was found on: 04/06/2025 09:06:00.000. Replace battery alert was found on: 04/06/2025 18:37:00.000. Insert battery alarm was found on: 04/06/2025 18:37:37.000. 04/11/2025 20:37:02.000. 04/16/2025 17:33:14.000. 04/16/2025 17:43:00.000. Pump error 23 alarm was found on: 04/11/2025 20:37:35.000. 04/16/2025 17:44:04.000. Power loss alarm was found on: 04/11/2025 20:37:54.000. 04/11/2025 20:38:02.000. 04/16/2025 17:44:22.000. 04/16/2025 17:44:30.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 16-apr-2025 at 00:22:58.000. There was no power data available for the event date of 06-apr-2025. Unable to check power data for low battery alert and replace battery alert. Pump error 23 alarm and power loss alarm were expected since the battery was removed for more than 10 minutes. No unexpected low battery alert, replace battery alert, pump error 23 alarm and power loss alarm noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1, pcba 2 and vibrator assembly noted. No evidence of physical or moisture damage on the force sensor and motor assembly noted. Force sensor zero offset within specification (23.34 mv). The pump was received without a battery. The pump was received without a battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked lcd window, a cracked keypad overlay, a scratched case and a serial number label fading. Cosmetic damage at the reservoir compartment was not confirmed, however, other cosmetic damage was noted during analysis. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. During visual inspection, slight corrosion was found on the pcba 1, pcba 2 and vibrator assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.